Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged therapy electrode/exposed wires) has been confirmed. Upon investigation the electrode belt was unable to complete incoming testing. The cause for failure was isolated to a broken interconnect cable, damaging wires in the cable. The root cause for the damaged wires could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patients belt had damaged therapy electrodes and exposed wires.